Event description:
It was reported that during a laser photoselective vaporization of the prostate (pvp) procedure, the pointer was at the extremity of the fiber, forward firing after 337,752 joules and 34 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. No injury to the patient occurred due to this event.

Manufacturer narrative:
A review of the device history record confirmed that the device met all material, assembly and performance specifications prior to release. Analysis of the returned device indicates that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap bevel edge and the metal cap are not aligned. The glass cap is protruding from metal cap. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Event description:
It was reported that during a laser photo selective vaporization of the prostate (pvp) procedure, the pointer was at the extremity of the fiber, forward firing after 337,752 joules and 34 minutes of use. The fiber tip was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing a second fiber. There was no patient outcome information provided.